Event description:
Korea. Allegedly, the patient underwent her first breast augmentation in 2008 and has since experienced multiple episodes of capsular contracture requiring revision surgeries. She presented again with firmness in the right breast, and an implant exchange with capsulectomy was performed. The right implant was found ruptured.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: capsular contracture, device rupture.